Event description:
It was reported that the subject device optical gripping pliers are damaged/broken in an unexplained manner on the sheep insert. It is unknown when the issue occured. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d8, g2 to include health professional, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the optical gripping pliers are damaged/broken in an unexplained manner on the sheep insert was due to the welded connection between the cone and the pipe being broken. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.